Event description:
It was reported that post cardioversion, the right ventricular (rv) lead appeared to have some dropped beats and oversensing. The rv lead was reprogrammed and remains in use. It was further noted in the stored diagnostics that the right atrial (ra) lead may have had intermittent capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the lead was not returned for analysis. However, performance data collected from the device was re ceived and analyzed.trend data indicated that there was intermittent rv capture seen on the electrogram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.